Manufacturer narrative:
Main investigation conclusion: the report of superficial outer jacket damage along the driveline of heartmate ii left ventricular assist system, (B)(6), was confirmed through the evaluation of the external portion of the driveline (full evaluation performed under MFR # 2916596-2021-02405). A specific cause for this damage could not conclusively be determined. The patient is currently ongoing on (B)(6). The heartmate ii left ventricular assist system instructions for use (lvas IFU) and patient handbook include information on how to care and clean the driveline, and to communicate with your hospital contact regarding concern for any equipment. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Additionally, section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 8, ¿equipment storage and care,¿ provides information on driveline care and cleaning under ¿care of the driveline.¿ the user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damage). Heartmate ii patient handbook, rev. C is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care.¿ if driveline damage is suspected, the user is instructed to call their hospital contact immediately. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the external portion of the driveline had repair tape without any wire damage visually seen.